Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection revealed that the septum of the bottom y-site was inverted. During flushing of the device, a leak was noted from the bottom y-site. The swage height was measured and was found to be out of specification. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up, the reporter stated that the interlink port involved in the incident had been used for multiple intravenous (IV) administrations of narcotics, ondansetron, and antibiotics that evening. After the event occurred, the tubing was disconnected, the central line was flushed, a new setup was hung, and the patient's IV therapy continued. There was no patient injury or medical intervention associated with this event. The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that the interlink port of an interlink continu-flo solution set ¿ripped open¿ after injection of an unknown solution using a blunt plastic cannula. The reporter stated that this resulted in backflow from the site and blood exposure to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.